Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced several episodes of syncope and had fallen since implant. Boston scientific technical services (ts) contacted a local field representative to interrogate the device. No additional adverse patient effects were reported. This product remains implanted and in service.